Event description:
Patient is high fall risk. When rn left the patient's room, she thought the bed alarm was on; there was a yellow light on and she thought that indicated it was set. Ten minutes later, patient found on the floor next to the bed. X-rays showed that when she fell she dislocated her left hip hemiarthroplasty. Nursing management requested that I report the bed because it can be confusing to operate, especially for newer nurses. There are different levels for setting the bed alarm...red, yellow, green. The nurse in this incident thought that the yellow light meant the alarm was set.